Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported tear/puncture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints. The investigation determined that the reported difficulties were likely due to circumstances of the procedure. It is likely that the proximal end of the guide wire inadvertently punctured through the guide wire lumen and balloon during backloading. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the anterior tibial artery. An unspecified guide wire was advanced to the target lesion. A 3.0x120mm armada 14 balloon dilatation catheter (bdc) was backloaded onto the wire with no resistance; however, the wire came out of the side of the bdc, outside the patient's anatomy. The bdc was removed and a 3.0x18mm armada device was used to successfully complete the procedure. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.